Event description:
This is a consumer report from the USA facility nurse of fatal gastro intestinal (gi) bleed, fatal fungal peritonitis, and fatal peritoneal infection in catheter in a female patient) coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported: on (B)(6) 2011, the patient expired. The cause of death was peritoneal infection in the peritoneal catheter. Dianeal therapy was ongoing at the time of death. Concomitant medications were not reported. During a follow up call on (B)(6) 2011, the following information was received from the facility nurse: dianeal pd4 ultrabag was added as a suspect product. The nurse reported the following: on unreported dates, the patient experienced a gi bleed and was hospitalized. While hospitalized, the patient experienced fungal peritonitis. The patient's peritoneal dialysis (pd) catheter was removed on an unreported date in (B)(6) 2011 and pd therapy was withdrawn. On (B)(6) 2011, the patient expired. The causes of death were the gi bleed and fungal peritonitis (treatment not reported). It was not reported if an autopsy was performed. The nurse reported that the fatal gi bleed and fatal fungal peritonitis were unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the fatal peritoneal infection.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number, h11d11030, with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore no evaluation was performed. Should additional information become available, a follow-up will be submitted.